Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to perform instrument swap. The fse was unable to replicate arm drifting. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) and reported that the surgeon experienced issues with the arm swap function during a procedure and also observed that, after stepping away from the console to go bedside, one of the arms moved out of position without being touched. The tse then reviewed the system logs and did not find any related errors. The procedure was completing as planned with no reported injury.